Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer unspecified scan result on the adc device and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced vomiting, weakness and loss of consciousness. The customer was unable to self-treat and was taken to a hospital, where a glucose reading of 800 mg/dl was obtained on a healthcare professional (hcp) meter in comparison to adc scan result of 150 mg/dl. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 5 days. Subsequently, the customer received with insulin (type/dose unspecified) and unspecified serum administered by an hcp as treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.